Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the drill sleeve was damaged at the entry point by a reamer. Therefore the part is deformed at this area and does not allow inserting the implant properly. The part is 12 years old and was often used during long period of time. Therefore we classify this as wear and tear. No product fault could be detected. However, a review of the device history records has been requested.

Event description:
It was reported that when the surgeon intended to insert the hip pin but this could not be inserted. The stopper portion was caught at the entrance of the protection sleeve, so the hip pin could not be inserted. The doctor judged that it was a kind of the failure of the implant, so he unpacked another implant with different size and tried to insert it again. However, it was also impossible to insert. This is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.